Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A steerable guide catheter (sgc) was introduced into the patient. However, it was observed that the 3-way stop cock had snapped off the flush port. Therefore, the sgc was removed and replaced. A new sgc was inserted, and the procedure was continued. A mitraclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa), the clip continuosly opened from 15 degrees to 45 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.